Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified a leak in the cart. The stm replaced the buna o-ring on the helium cart connection. In addition, the stm retightened the gas fittings at rg1 and verified that the leak was no longer present through the helium leak troubleshooting procedure from the service manual. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It was later reported that the helium tank had depleted after a few days. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.